Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the md was unable to determine if the fall was what caused the impedance. A fall directly on the device may have caused the impedance, but there was no way to tell. Nothing had been done to resolve the impedance issue. The electrode that had the high impedance was not being used for the patient stimulation. The patient was getting great results from their device and no further steps were planned to be taken at the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that electrode zero had an impedance issue discovered during a device follow-up appointment. When asked to describe any environmental/external/patient factors which may have led or contributed to the issue, it was noted the patient fell in early september, directly on the device location. Diagnostics/troubleshooting included a normal follow up and impedance check. Interventions/actions consisted of a normal impedance check at the follow up appointment. The issue was not resolved at the time of the report. The patient had no change in therapy; they were still getting great symptom relief. Their therapy was not programmed on the affected electrode. No surgical intervention occurred, and none was planned. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of how the fall affected the device/the cause of the impedance issue on electrode zero was unknown. When asked what most likely caused or contributed to the issue, they responded, "I would think the fall contributed to the issue, but I cannot be sure." When asked what steps were or would be taken to resolve the issue, they replied no steps would be taken to resolve the issue at that time. No device removal nor replacement was planned. The device was still implanted and in use.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128; lot#: va28ata; implanted: (B)(6) 2020; product type: lead. If information is provided in the future, a supplemental report will be issued.